Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 19) were received using multiple cartridges. Blood glucose (bg) was approximately 600 mg/dl. Ketone level was high. A correction bolus was delivered. Customer reverted to using manual injections for insulin therapy.